Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the sensor retracted to the other side of the sensor. The electrode was broken; the broken component was missing. It could not be verified if the customer received a damaged sensor due to the customer returning an opened/used product. The adhesive anomaly could not be confirmed due to the return of an opened/used product as well.

Event description:
The customer reported via phone call that the sensor would not stick to her body. The patient's blood glucose at the time of incident was 134 mg/dl. The sensor was returned for analysis.